Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Light control from the video processor does not function. Although the root cause was not identified, the cause was speculated based on the investigation which has been done. Based on investigation results of device evaluation, the following are the probable causes of automatic brightness adjustment failure: failure of the light source cable. Failure of the front panel. Failure of the harness between the main board and front panel. Failure of the scope sensor. Failure of the main board of the clv-s400. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received for evaluation. Device evaluation determined that dust/debris were found on lens caused insufficient light on the device. The lamp was tested and was within specifications. The power supply unit was found intermittent due to faulty main board that caused a flashing leds on the front panel. In addition, the scope socket was found worn out. The device was placed for repair. As stated on the IFU and as a preventive measure, the user manual states: avoid using the light source in a dusty environment. This may damage the light. Before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source and refer to chapter 8, ¿troubleshooting¿. If the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock can result.

Event description:
It was reported that during an unspecified procedure, the clv-s400 device was exhibiting insufficient light. There was no patient harm or injury reported due to the event.